Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "posiflush with solid matter in it."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, and no root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "posiflush with solid matter in it."